Event description:
Health professional reported that after being treated with juvederm ultra xc on the cheek area and submalar area, the pt developed an "infection in the submalar area" on the right cheek and presented with bruising "under [the] right eye." The pt was treated with oral keflex, which the health professional stated was to prevent the worsening of the symptoms that may lead to permanent damage and to hasten the resolution of the symptoms. Additional information provided by the health professional noted the pt also had symptoms of swelling and redness that is resolving.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.